Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited fast ventricular tachycardia during an unrelated procedure on (B)(6) 2022 where undersensed beats were observed. The patient received an appropriate shock for the tachycardia. The physician reprogrammed the sensitivity, and the patient experienced no consequences.